Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: connect. Sheath: introducer 6f terumo 10 cm. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 6fr puncture was made in the superficial femoral artery (sfa) and a dissection was done for easy access to the artery because the patient had a bi-femoral aortic bypass. The lesion was in the mid, third femoral with mild calcification. A connect guide wire passed without a problem and pre-dilatation was performed with an armada 35 to the maximum balloon capacity it could be inflated. The supera stent deployment went well, but it was difficult to see where it was going to be deployed as the first 1 cm to 2 cm were elongated and were in a place where the stent did not have to be deployed. The stent was placed without opening the system lock; there was no issue with the thumbslide. After that it was decided to do the same procedure with the system lock opened. The system lock was opened and the stent was normal. When the device was seen, it was observed that the tip was inside, at the entrance of the introducer sheath. The 6fr introducer was removed with an embolectomy catheter. There was a delay of ten minutes for removal of the introducer; however, it was not clinically significant. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction- updated from product problem to adverse event. Updated from malfunction to serious injury. Evaluation summary: visual inspection was performed on the returned device. The tip separation was confirmed. The stent elongation was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the supera instruction for use instructs: while maintaining increased magnification from step 3, rotate the deployment lock to the unlocked position. Under fluoroscopy, slowly advance the thumb slide (6) to the distal most position on the handle. Important: confirm under fluoroscopy that the entire supera stent has fully emerged from the outer sheath and is released. The investigation determined that the reported difficulties were user related. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following information was provided: the tip of the catheter was moved to the tip of the introducer catheter aided by a thrombectomy balloon. It was removed when it was inside the sheath of the introducer.